Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified abdominal infection coincident with peritoneal dialysis therapy. While peritonitis was not specifically reported, it is currently unable to be ruled out as a cause for the reported condition. The cause of the infection was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route, frequency, and duration not reported). Therapy remained ongoing. Eight days after admission, the patient was discharged from the hospital. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available.